Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got error alarms on insulin pump. Customer¿s blood glucose level was 467 mg/dl. The customer also stated they had blank display on insulin pump. The display did return after inserting new battery. The customer was advised that the pump will be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.